Manufacturer narrative:
(B)(4). On receipt of the device the history and memory logs could not be downloaded. This indicates a fault. The returned pad-pak was installed. All leds illuminated, however no speech prompts were given and there was no further activity from the membrane instructional leds. The red status led and chirp were present throughout. The device was disassembled for investigation. The microprocessor was replaced and the device was then connected to the pc via usb. The history and memory logs were successfully downloaded. Investigation found the reported fault can be attributed to membrane failure due to moisture ingress. The fault was witnessed during the investigation. The membrane failure resulted in an 18v short circuit onto track 14 of the membrane. Track 14 is routed to pin 18 of the microprocessor, therefore an 18v direct short circuit would have resulted in overvoltage and damage to the microprocessor. Evidence indicates this fault occurred after the last log entry on the (B)(6) 2015. Furthermore the membrane failure is also likely to have resulted in the device history log and memory logs being unable to be downloaded, due to the microprocessor failure. Evidence from the history log suggests the failure of the membrane occurred between the (B)(6) 2015 and when the pad-pak was re-installed on the (B)(6) 2015 due to the multiple nonsensical durations recorded due to the device being unable to switch off via the on/off button. The microprocessor was then replaced and a known good membrane fitted. The device powered up correctly.

Event description:
There was no patient involved in this event. Pad unit status indicator light flashes red indicating a fault has been detected with unit.